Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an error code 1124 - battery failed message. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. While researching the unit, it was determined that in august 2023, a field change order (under which power management board was replaced) was implemented, and the battery manufactured date is october 2015. The rse explained to the customer that the device will need a battery and it could solve the issue. It was explained that the customer will need to buy the batteries from philips since parts source¿s battery does not operate with our new power management board. The customer was provided with the part number of the internal battery.